Event description:
Healthcare professional reported unknown side rupture. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Event description:
Healthcare professional reported right side rupture. Later, the patient reported "right sided rupture diagnosed with an ultrasound", "6 months after surgery, I started having psoriasis. I was able to control it but I still have spots on my arms and elbows. My left side is worse than my right side," and "I have cancer history in my family, next year, they will be taking fluid out to test for cancer since I have fluid in the breast." The device remains implanted. The event of "6 months after surgery, I started having psoriasis. I was able to control it but I still have spots on my arms and elbows. My left side is worse than my right side" was determined to be not device related.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side rupture. Patient later reported, "6 months after surgery in, I started having psoriasis. I was able to control it but I still have spots on my arms and elbows. My left side is worse than my right side", and "I have cancer history in my family, they will be taking fluid out to test for cancer since I have fluid in the breast". The device has been explanted.